Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief, muscle spasms, inflammation, numbness, and change in stimulation associated with postural changes. Reprogramming was performed with adequate dermatomal coverage achieved. An x-ray was performed which identified a lead migration. The physician prescribed a steroid pack due to other potential pathophysiology. Approximately three (3) weeks later, the patient had a medial branch block (mbb) on level c7.

Manufacturer narrative:
Correction: section h6 component code - previously reported as part/component/sub-assembly term not applicable (4755) has been updated to patient lead (3079) and anchor (4720). Additional information: section d4 - expiration date. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The anchor and leads remain implanted in the patient. The x-rays provided confirm lead migration. The inadequate pain relief and change in stimulation may be attributable to the lead migration; however, a root cause for the lead migration, muscle spasms, inflammation and numbness could not be definitively determined. The physician suspected that the patient's pathophysiology was contributing to their symptoms. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes and inadequate pain relief following system implantation or over time." In addition, the surgical guide includes the warning, " the risk of patient injury increases as the needle insertion site moves up the spinal column from lumbar to cervical." The manufacturing records were reviewed and product met all requirements for release.